Event description:
A customer reported a malfunction on a pump, identified by a malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue, allowing the customer to continue using the pump. The caller was advised to contact support again if the malfunction recurred, and they acknowledged this instruction.